Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
"According to the reporter, during partial gastrectomy surgery, the device stopped working on the third load." There was no patient injury.